Event description:
It was reported that this patient with a implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and three inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, it was noted that the rate accelerated to the ventricular fibrillation (vf) zone post shock. Therapy was not exhausted. At this time, the device remains in service. No additional adverse patient effects were reported.